Manufacturer narrative:
H10: service bulletin (B)(4) was released 16jun2020 which stated that customers who are using mx40 running c.01.31 software with pic ix c.03.01 or lower software do not have the ability to adjust the minimum qrs detection threshold. This combination of mx40 and pic ix software may cause an increase in false ECG alarms due to the fixed higher default threshold (300 microvolts). This change to the minimum qrs detection threshold was created as an enhancement and not a mandatory action. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not formatted for transmission: (B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported problems with asystole alarms occurring at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.